Event description:
Related manufacturer reference number: 2017865-2022-12880. It was reported that the patient presented in-clinic for a follow-up check. Upon review, it was noted that the left ventricle lead had dislodged; confirmed via x-ray and also exhibited failure to capture. The left ventricle lead was explanted and replaced on (B)(6) 2022. During the procedure on (B)(6) 2022, the implantable cardioverter defibrillator exhibited failure to tighten the set screw on the right ventricle lead port. The implantable cardioverter defibrillator was replaced during the same procedure on (B)(6) 2022. No patient consequences.